Event description:
It was reported that, "in 2007, the pt underwent a left hip replacement surgery. It was further reported that, the following month, the pt was noted to have a recurrent dislocation. It was further reported that, following revision and open reduction of the hip dislocation, the stem was found to be broken in half, requiring the pt to undergo complete revision of the total hip prosthesis."

Manufacturer narrative:
There is insufficient info at this time to determine if a stryker device caused an adverse consequence for the pt. The info of this per was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. As per the info received, the devices are not available at the time of the per due to the ongoing litigation. Add'l follow-up and info may be obtained by the legal affairs dept as it becomes available and if received will be provided on a supplemental report.